Event description:
It was reported that the procedure was to treat a left anterior descending (lad) artery. An nc trek balloon was advanced to the target lesion, although there was some resistance met with anatomy. During the first inflation it was noted that pressure would not hold as the balloon shaft had a leak which caused an air embolism and shutdown the lad artery. Medication was provided to treat the air embolism and shutdown of the lad artery. After the procedure it was reported that the patient was doing well. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effects of air embolism and occlusion are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use as known patient effects. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded the physician reported resistance delivering the balloon catheter with continued delivery. Additionally, an air embolism was noted thus indicating improper prep not seen prior to delivery. The balloon catheter ruptured with air in the balloon leading to an air embolism. Based on the conclusion from the cine, it is possible that the balloon ruptured due to interaction with the anatomy, resulting in the reported leak; however, a conclusive cause cannot be determined since the device was not returned for analysis. The investigation determined the reported difficulty advancing the device and medication requirement appear to be related to circumstances of the procedure; however, a conclusive cause for the reported leak cannot be determined. A conclusive cause for the reported patient effects of air embolism and obstruction/occlusion and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.